Event description:
It was reported that the balloon held pressure during prep and that the indicator popped up, but there was balloon loss of pressure during the first stop at the tip of sheath. No resistance was felt during pull back. A pre-procedural angiogram had revealed pvd, but no visible calcium. Manual compression was applied for 15 minutes. The procedure was interventional peripheral and the stick location was at the common femoral artery. The vessel size was 6mm. The patient had a history of htn, pvd, cad, and diabetes.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.